Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor did not function correctly and the service silicon seal and hand piece were in poor condition. Maintenance and inspection were performed and the device was repaired and returned to the customer on 09/05/2012. Placeholder.

Event description:
Device was returned for service. During service, technician found the motor faulty and hot. This is report 1 of 1 for complaint #(B)(4).